Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the surgeon noticed the tibial implant didn't have enough anterior coverage and was more rotated than he would liked.

Manufacturer narrative:
Reported event: an event regarding a tibial implant not fitting appropriately, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 118 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibial implant not fitting appropriately. There were no other reported events for the listed catalog number. Conclusion: the session data for the case was reviewed. An analysis of registration, checkpoint values, implant plan, and cutting steps was completed. Based on the collected data, rio/bone registration and checkpoint results were within tolerance, with no evidence of any anomalies. The recorded burr list output matched the resection plan from pre-planning. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the surgeon noticed the tibial implant didn't have enough anterior coverage and was more rotated than he would liked.